Manufacturer narrative:
(B)(4). The reported complaint of 'brownish discolouration of the tube' was confirmed upon investigation of the returned sample. The customer returned an actual sample for investigation and the visual inspection conducted on the returned sample showed that sample is affected with discoloration and decontamination. The samples are not meeting the manufacturing released specification. A device history record review was performed, and no relevant findings were identified. Based on the investigation of the returned sample, the root cause of this reported issues has been determined to be manufacturing related. A CAPA has been opened under teleflex's quality system by the manufacturing site to address this issue.

Event description:
It was reported that "brownish discolouration of the tube. The issue occured prior to use."

Event description:
It was reported that "brownish discolouration of the tube. The issue occured prior to use."

Manufacturer narrative:
(B)(4).